Event description:
It was reported that after a long lasting and successful rf ablation procedure in the left atrium, a pulmonary vein isolation, when the physician withdrew the catheter he recognized charring on the tip of the catheter. The size of the char was stated to be approximate 2 mm. During the procedure there was no unusual behavior of the catheter was noted. The catheter's irrigation was fine and the catheter ablated effectively. The pulmonary veins could be effectively isolated. No patient injury was reported. The power delivered was at maximum of 40 watts / 48 degree celsius for 120 seconds for each ablation. The approximate ablation duration time was approximately 20 turns with 120 seconds each.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that after a long lasting and successful rf ablation procedure in the left atrium, a pulmonary vein isolation, when the physician withdrew the catheter he recognized charring on the tip of the catheter. The size of the char was stated to be approximately 2 mm. Upon receipt of the complaint catheter, the catheter was visually inspected and char was noted confirming the complaint reported. Once the char was removed, the returned device was tested for electrical performance, stockert compatibility, thermal sensor response and irrigation characteristics. The electrical leakage was found to be within specification; the thermocouple sensor passed when immersed in fluid with controlled temperature; the catheter interfaced with the stockert obtaining acceptable ablation readings; and the device flushed properly with no signs of occlusion. The device history record could not been reviewed since the lot # of this product was not provided. The customer complaint has been verified since char was observed, however the issue could not be directly related to the performance of the catheter.